Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional testing information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their blood glucose reading is 22 mg/dl. The insulin pump will be replaced. Customer states that blood glucose reading at the time at the time of hospitalization was 12 mg/dl.